Event description:
It was reported that during the implant procedure a perforation occurred. Contrast showed a pericardial effusion. Echocardiogram indicated the effusion was minor but subsequently worsened and pericardiocentesis was required. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.